Event description:
It was reported that the itrak 3500 system had tracking innaccuracies during a case. The itrak 3500 system had to be removed and the procedure was completed without it. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. A bent pin on the transmitter was found during the service call. The system was tested and found to be working as intended and put back into service.